Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the delayed keypad response, caused by a failed processor printed circuit board (pcb). As a result, the processor pcb was replaced.

Event description:
During baxter's testing, it was discovered that a pump had a delayed keypad response. There was no patient involvement, as the error was found during testing.